Manufacturer narrative:
(B)(4). D10 - concomitant devices - nexgen articular surface size ef 12mm catalog #: 00596403212 lot #: 60359774, nexgen precoat femoral component size f right catalog #: 00596001652 lot #: 60230462, nexgen standard cemented all poly patella size 32mm catalog #: 00597206532 lot #: 60396215 g2 - report source - foreign: event occurred in australia. The complainant has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a right knee arthroplasty revision to address tibial component loosening approximately eighteen (18) months post-operatively. Attempts have been made; however, no additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. The following sections were corrected: h4. Medical records provided were reviewed and confirmed the patient was revised due to tibial component loosening. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.